Event description:
It was reported that the programmer would not switch on. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reported event. It was noted that the power bay assembly was damaged and the touchscreen was out of specification. (B)(4).